Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 540 mg/dl. Device alarmed a no delivery alarm during bolus. During troubleshooting, customer could not push insulin through tubing. Customer was advised to change the entire set. After troubleshooting, customer will not be returning the device for analysis.